Manufacturer narrative:
(B)(4).

Event description:
The dentist reported a screw fractured. It was removed and replaced.

Manufacturer narrative:
Visual inspection of the returned product found the screw was severed into two pieces. The screw looked well used. The threads had debris in the grooves. The hex drive was in good condition and the face of the hex drive had some scratches and nicks. The device history record review for the screw lot and the complaint review for the device found no indication a manufacturing deviation contributed to the event. A definitive root cause has not been determined.